Event description:
It was reported that an aseptico 30k motor possibly caused a file to separate; the canal was filled with the separated piece in place.

Manufacturer narrative:
Because separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation will be reported via asr, as appropriate. The device was returned to the physical manufacturer and evaluated. The unit was found to function as intended.